Event description:
The mother of the patient stated that her son's blood glucose elevated to 500 mg/dl. She stated that his blood sugars have been sporadic and cannot pin point a time or event in which his blood sugars get elevated. His normal blood sugar range is from 160-170 mg/dl. He was able to perform a bolus to bring his blood glucose level down to 200 mg/dl. The patient's blood glucose has been sporadic for the last 5-6 months. The patient did use expired insulin during one incident of elevated blood glucose. During a follow-up phone call, the mother of the patient stated that his blood sugars have maintained. The patient's mother reported that in june, the patient switched to humalog insulin and his basal rates were adjusted. No medical treatment was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.